Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. The patient mother reported that the patient experienced infusion set tubing got detached and patient had changed the infusion set frequently due to tubing detachment at abdomen close to site on (B)(6)2025. The infusion set was in use for one to two days. No further information was available.